Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360 infusion pump. It was reported that the pump died without warning while on a patient. The event reported was that infusion started on (B)(6) 2023 10:28:59. It was also reported that medical intervention required, the patient was in emergency critical care and despite multiple providers at his side, the lack of infusion contributed to the worsening of the patient's hypotensive condition. The patient survived but the specific outcome was not disclosed. The medication involved was norepinephrine. It was further reported that therapy was resumed on a replacement pump but treatment was delayed. The pump logs were provided by the end user and it is noted that on (B)(6) 2023 11:06:31 the pump alarmed for low battery and depleted battery.

Manufacturer narrative:
On (B)(6) 2023 downloaded cda logs and confirmed customer¿s complaint that the device powers off unexpectedly. Confirmed customer¿s complaint through review of the event alarm log history. Device change battery softkey was pressed on (B)(6) 2023. Review of the event alarm logs shown that the device alarmed with several different battery error alarms, including n56, n58, n252, e326, uncontrolled shutdowns, bad charge incremented (n57), and e437 software error. Performed the battery operational checkout per the tsm. Charged battery for a minimum of 8 hours. Recharge battery start time (B)(6) 2023 @ 4:00 am. Recharge battery stop time (B)(6) 2023 @ 8:00 am. Programed the device to run a rate of 999 ml/hr. For a duration of 4 hours to test the life of the battery. Device failed battery operational checkout. Replaced the battery and press change battery softkey. Recharged the battery for a minimum of 8 hours. Recharge battery start time (B)(6) 2023 @ 9:45 am. Recharge battery stop time (B)(6) 2023 @ 8:00 am. Programmed device to run a rate of 25 ml/hr. For a duration of 7 hours. Device passed battery operational checkout. Probable cause is defective csb battery. Device passed pvt test engineering finds that the infusion that was started for 15 hours 31 minutes at 10:29 at rate 16.1 ml/hr. And later changed to 24.1 ml/hr. Later the infusion stopped due to a low battery alarm and depleted battery alarm and after 1 minute the device switched off. By 11:26 the device was switched on. Between this time, there was power ¿switched to battery¿ logged in. Service center reported the battery in the device was a csb manufactured battery. Engineering evaluates that: engineering evaluates that once the infusion stopped and switched off due to low battery and depleted battery, the eal shows several successive ¿power switched: battery¿ messaged without intervening switch to ac. This means that that the device was switched to ac and again switched to battery which is not logged in eal due to ce shut down. Engineering reports that the csb batteries recently used have a high rate of battery failure. This is investigated further in the CAPA ¿ser-premature failures of batteries manufactured by csb¿ engineering finds that the infusions performed delivered as expected other than the battery issues. To conclude: engineering concludes that the pump dying between infusion is due to failure of the csb battery that was used the device and after that, the delivery was working as expected.